Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, an alert was observed for decreased high voltage lead impedance on the right ventricular lead. The patient presented in clinic and noise was not noted or observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.